Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; the analyst noted that there were three sets of setscrew marks on the is-1 pin and two sets are too proximal, thus lead was not fully inserted into the device; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that there was increased impedance, and short v-v intervals which could indicate oversensing. The lead was replaced. No patient complications have been reported as a result of this event. The patient status was noted as 'ok'.

Event description:
It was reported that there was increased impedance, and short v-v intervals which could indicate oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient's status was noted as 'ok'.